Event description:
It was reported that the patient had presented to the electrophysiology lab for a revision procedure of the right ventricular (rv) lead. The rv lead had exhibited a high capture threshold and intermittent capture, and fluoroscopy had revealed that the lead was microdislodged. The rv lead had been repositioned on (B)(6) 2025; however, the issue had not resolved. The rv lead was subsequently explanted and successfully replaced. The patient remained stable following the procedure.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead also exhibited a loss of capture.